Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected visual examination of the returned product identified both of the returned devices have visible damage to the locking features. Review of the device history record(s) identified no deviations or anomalies during manufacturing. Root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Concomitant medical products: item # 010000744/ g7 neutral arcomxl / lot # z6434112. Multiple MDR reports were filed for this event, please see associated reports: 0001825034 -2021 03080.

Event description:
It was reported that the surgeon implanted a 66mm g7 osseoti multihole cup. Surgeon chose a 40mm g7 neutral liner. The liner would not lock down completely. Only had 1 on shelf so surgeon removed liner with a 6.5mm screw and replaced it with a 36mm g7 neutral liner with the same result. Attempts have been made and additional information on the reported event is unavailable at this time.